Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 709957) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "during essue insertion gynecare thermachoice thermal endometrial ablation". The patient's medical history included benign essential hypertension. Concurrent conditions included heavy periods, menorrhagia, vaginal discharge and adenomyosis. Concomitant products included frovatriptan. In 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), back pain ("back pain") and pain in extremity ("leg pain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and gait disturbance ("difficult to move my leg and sometimes walk"). The patient was treated with surgery (supracervical hysterectomy (uterus only) to remove the essure and ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, vaginal discharge, fatigue, back pain and gait disturbance outcome was unknown, the genital haemorrhage, migraine, nausea and abdominal pain had resolved and the pain in extremity was resolving. The reporter considered abdominal pain, back pain, fatigue, gait disturbance, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: occlusion of left tube. There is contrast appreciated within the right fallopian tube without peritoneal spill. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs received:event abnormal vaginal bleeding, menorrhagia, migraines, headaches, nausea, vaginal discharge, fatigue, abdominal pain, back pain, leg pain,gait disturbance added.events outcome and concomitant medication added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 709957) inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "during essue insertion gynecare thermachoice thermal endometrial ablation". The patient's past medical history included benign essential hypertension. Concurrent conditions included heavy periods, menorrhagia, vaginal discharge and adenomyosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy (uterus only) to remove the essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no: 709957) inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "during essue insertion gynecare thermachoice thermal endometrial ablation". The patient's past medical history included benign essential hypertension. Concurrent conditions included heavy periods, menorrhagia, vaginal discharge and adenomyosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy (uterus only) to remove the essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Concomitant disease and laboratory data was added. Added suspect drug indication and added lot number. Essure start and stop date updated. Event added - medical device monitoring error. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed in 2011. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.